Event description:
A malfunction was reported by a customer who experienced an issue with their pump. There was no information provided regarding the impact on the customer's blood glucose level. The pump was out of warranty, and there was no return scheduled, nor was there a replacement pump sent. No further information about corrective actions or outcomes was available.